Event description:
It was reported that 5 bd vacutainers® k2 edta 3.6mg underfilled. The following information was provided by the initial reporter: " defects: insufficient blood volume."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 11/5/2021. H6: investigation: bd received 4 unused samples for investigation. The samples were evaluated using draw testing and the indicated failure mode of underfill with the incident lot was not observed. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 5 bd vacutainers® k2 edta 3.6mg underfilled. The following information was provided by the initial reporter: " defects: insufficient blood volume."